Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer blood glucose level was 400 mg/dl. During troubleshooting with tandem technical support, the luer lock connection became disconnected. Customer changed the cartridge and infusion set to address the issue and resumed insulin delivery.